Manufacturer narrative:
The carina is a sub-acute care ventilator intended to be used for the treatment of patients of sub-acute care patients who are stable and require diagnostic and invasive procedures but not intensive treatment. The ventilator monitors several parameters (including airway pressure, respiratory rate and minute volume) and alarms according to the user-set alarm limits. The user was performing ventilation of a patient with the carina set to night mode. According to the IFU, if the device is not actuated when night mode is set and no alarm is displayed, the screen switches off after 130 seconds. If the device is actuated or an alarm is active, the screen is switched on immediately. The log file of the affected device was provided for the investigation. The entries show that the patient was ventilated by the carina on (B)(6) 2018 between 2:38 and 11:26. The error log shows that no device error occurred during the ventilation of the patient. Until 11:10 of that day no ventilation-related alarms were generated. Starting at that time the device generated alarms for disconnection or large leakage and reaching the maximum pressure, until it was shut off at 11:26. During this timeframe the user also adjusted settings for vt (560 to720 and then to 820ml), pinsp (19 to 21mbar) and peep (5 to 7mbar). It could be concluded that the ventilator performed as specified and did not malfunction during the incident.

Event description:
It was reported that reported that the ventilator was moved with the patient to the ICU to the internal unit (iu), where the staff was not trained in using it because the ventilator was installed at the ICU. It was further reported that the internist doctor misinterpreted the "night mode" of the ventilator as a device malfunction, reported the damage of the device and required resuscitation of the patient. An anesthesiologist was called and began resuscitation, but the patient died.